Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a question as to possible pacemaker inhibition due to a second pacemaker implant and the variation in the lower rates programmed for the abdominal vs. The pectoral device. It was also reported that the patient presented to the emergency room (ER) due to heart rate (hr) in the 30's and fatigue. The pectoral device had no capture and the output on the device was set to high to regain capture. The abdominal device was programmed off to odo. It was further reported that the patient had fallen and the left ventricular (lv) lead was suspected to have moved elevating capture thresholds. Reprogramming lv amplitude gained adequate setting to achieve capture and the patient is being followed more closely. The device and lead remains in use. No further patient complications have been reported as a result of this event.